Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported that the patient dislocated their hip and presented at the clinic. Took patient to or for a closed reduction. After attempting reduction, the surgeon decided to open the patient and implant longer head. Upon trialing, the patient was still dislocating, so the surgeon prepared and implanted a 48 tritanium cluster shell with a 6.5 20mm screw. A 32mm zero degree x3 liner and a 32mm +7.5 metal head.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient dislocated their hip and presented at the clinic. Took patient to or for a closed reduction. After attempting reduction the surgeon decided to open the patient and implant longer head. Upon trialing, the patient was still dislocating so the surgeon prepared and implanted a 48 tritanium cluster shell with a 6.5 20mm screw. A 32mm zero degree x3 liner and a 32mm +7.5 metal head.